Manufacturer narrative:
Literature citation: thomas s. Roukis et al. Intraoperative radiation exposure during revision total ankle replacement. The journal of foot & ankle surgery. 2106; vol 55: 732-737. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in an article written by roukis et al titled "intraoperative radiation exposure during revision total ankle replacement" that two patients who had inbone I underwent revision surgery and converted to inbone ii. Both patients demonstrated progressive aseptic osteolysis of the talus predominantly within the contact zone between the talar component and talar body and the talar stem. At revision, both patients had documented talar component loosening. Both patients underwent partial component revision in which the original saddle-shaped talar component and corresponding uhmwpe insert were replaced with sulcus-shaped talar components and uhmwpe inserts to achieve appropriate ligamentous tensioning (i.e., inbone I to inbone ii).